Manufacturer narrative:
The reagent lot number was 886888. The expiration date was not provided. A general reagent problem was excluded because calibration and quality control were acceptable. The field service engineer adjusted the wash water of the reagent needles on both modules, leaned the trap bottles and valves, replaced and adjusted the reagent probes, and performed a hardware check. Due to the limited information provided, the investigation was unable to determine a specific root cause. The issue appeared to be resolved after the service actions.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results from the cobas 8000 cobas c 701 module. Example 1 was an initial result of 0.5 mg/dl and a repeat result of 1.76 mg/dl. Example 2 was an initial result of 0.8 mg/dl and a repeat result of 3.7 mg/dl. Example 3 was an initial result of 0.8 mg/dl and a repeat result of 2.4 mg/dl.